Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 516 mg/dl. Customer stated that mother wants to check if her daughter got the bolus as she was giving it to her got a no delivery alarm due to running out of insulin. The product was not returned for analysis.